Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of tissue in a laparoscopic bariatric procedure, the surgeon able to press the green button but unable to squeeze the handle and the device did not fire. Another reload was used to complete the case. There was no patient injury.